Event description:
Related manufacturer reference number:2017865-2022-39316 it was reported that the right atrial and the right ventricular lead both dislodged. Further information was requested however, was not provided.